Manufacturer narrative:
Concomitant medical products: product ID: 3888, lot#: unknown, product type: lead. Other relevant device(s) are: product ID: 3888, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the manufacturer representative (rep) reported that an impedance test showed an extended integrity issue which was why the healthcare professional (hcp) was planning to change the lead as soon as possible. Using the physician programmer, the rep was able to program the device in such a way that the patient receives the therapy, while when the patient uses the patient programmer, it shows out of regulation (oor) problem. Additional information received reported that the patient was not receiving sufficient pain relief. It was noted that the leads were already very old, since the ipg was already their 3rd one. The patient has 2x subq und 2x epidural leads. Oor was on the subq lead. At the time of implant pole number 7 had good impedance, but currently was very high. No further complications were reported or anticipated.